Event description:
It was reported that during a demonstration, the handpiece gears were not working. The handpiece did not pass homing. The device was replaced. No patient involved.

Manufacturer narrative:
H3, h6: the device was intended to be used during a lab or demonstration and was returned for evaluation. The initial functional inspection of the returned device found that the internal components of the handpiece motor had begun to deteriorate/fail, causing the increased torque values and the subsequent homing failures. The device history record was reviewed finding that the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. The handpiece likely had internal motor issues which caused the reported event. However, the motor is an off-the-shelf device manufactured by a supplier. Therefore, the root cause of the reported event was due to raw material/supplier fault.